Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. A caregiver reported the customer (a child of 3 years) received a sensor scan result of 140 mg/dl compared to reading of 61 mg/dl obtained on the built-in reader and experienced sweating. Customer's mother, who is a nurse, treated the customer with juice and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. A caregiver reported the customer (a child of (B)(6) years) received a sensor scan result of 140 mg/dl compared to reading of 61 mg/dl obtained on the built-in reader and experienced sweating. Customer's mother, who is a nurse, treated the customer with juice and no further treatment was reported. There was no report of death or permanent injury associated with this event.